Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked case at the display window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer went into diabetic ketoacidosis and had a spike in blood glucose of about 448 mg/dl at the time of the call. The customer did not mention any details of treatment. The customer was not hospitalized for the event. The customer stated they could not disconnect to check if the cannula is bent. The customer was informed that the high blood glucose may have been caused by a bent cannula. The customer believed that the pump was the issue and not the set. The customer asked to have their insulin pump replaced. The customer sent their pump back for analysis.